Event description:
The customer reported that during a cardiac arrest, the device indicated that no shock was advised. The customer believes that the shock advisory decision was incorrect and that a shock should have been advised and it was not. The type of injury and patient outcome has not been reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.